Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was used for the last firing of functional-end-to-end anastomosis at the first firing. After the first firing, the cut line of the colon became to open, and it was found that no staples were deployed. When the second device was fired, the staples were formed properly. As the site was fired twice, extra tissue was needed to be fired. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor suspected that there were no staples inside the first device.

Manufacturer narrative:
(B)(4). (Device b): serial # = (B)(4). Device (a) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. As the doctor doubt that the staples were not present before use, we have to eliminate the doubt first. Therefore we have difficulty in getting additional information from this hospital now